Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two photos along with the physical sample were provided to our quality team for investigation. Upon inspection, a black material is observed within the syringe. Further evaluation identified the piece is material from the stopper, verifying the reported incident. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure, including verification the stoppers are complete and not deformed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the sample evaluation, it is believed this incident is related to an issue during the stopper manufacturing. We have notified the supplier of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Event details. The following was reported via email: I am contacting you to report a defect encountered during the use of one of your products: material defect - when using syringes in our urcc (centralized cytotoxic reconstitution unit), our preparers noticed a defect. Indeed, during the solvent sampling, it was seen a movement of the piston of the 3-piece syringe. Our staff did not continue the operation with this syringe and used another syringe. One unit has been isolated for the lot of which it is a part. This is currently in our department dedicated to the devices of the pharmacy of our hospital center. Would you like to recover the device in question for expertise? The syringe has been in contact with 0.9% nacl and has not been in contact with cytotoxicants. Additional information: it would appear that the damaged part was spotted during use, when the solvent was being drawn off. The defect had not been seen by the user prior to sampling. Concerning the batch, there is no indication of which product has been preserved. The one reported in the declaration would therefore be distorted. We do not have this information. No harm to staff or patients. Defect noticed during use. Sample available for investigation. No cytotoxic agent came into contact with the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.